Event description:
Telemetry issues were reported. Implantable neurostimulator (ins) stats indicated that the last recharge session was on (B)(6) 2010 and the ins was only charged to 50%. An overdischarge was suspected. The patient performed 3 physician mode recharges at home and was unsuccessful. No records existed of previous overdischarges. Additional information received reported that an xray revealed the patient's leads had moved. The time from of device usage from the charger did not match the patient's story. As the patient did not have success with the physician mode recharges, replacement of the battery was planned.

Manufacturer narrative:
(B)(4).